Event description:
Customer reported a button error on his insulin pump. The customer's blood glucose was 438 mg/dl. Customer stated he had treated himself with a manual injection. The customer also reported exposing his insulin pump to moisture. The customer was unable to troubleshoot because his insulin pump had a button error. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no moisture damage was found on the electronic, motor, vibrator, and battery tube assembly during visual inspection. The device was received with no button response due to corrosion on the keypad traces. No button error alarms noted during testing. The unit had minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratched on the reservoir tube window.